Event description:
During the procedure of suretac implantation, guidewire would not slide out of the bone with surgeon's normal pull out procedure. Drill was attached to guidewire and run in reverse. Guidewire broke at tip of drill. Incision was made and vise clamp attached to guidewire to remove the remainder of the guidewire. It is believed that the use of a drill to remove the guidewire is ill advised, and we never advise the removal of a bare guidewire with a power drill.